Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found intermittent image loss due to a faulty cable. Additional findings were a loose coupler and corrosion on the connector pins. A definitive root cause could not be identified. Based on the results of the investigation, it is likely component failures led to the malfunctions: no image was due to a loss of signal, the loose coupler was due to a fatigue problem, and the corroded connector pins were due to a degradation problem. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was not working. The issue occurred during an unknown type of procedure. The procedure was completed using another similar device. There were no reports of patient harm.